Event description:
User received discrepant alt results for 2 patient samples. Sample 1 initially recovered 5 u/l and repeated at 11 u/l and 4 u/l. Sample 2 initially recovered 12 u/l and repeated at 19 u/l and 10 u/l. User did not report the erroneous sample values. Troubleshooting determined that a reagent may have been prepared incorrectly. The user resolved the issue by correctly preparing fresh reagent.